Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump piston continued to move forward after reservoir contact causing insulin to squirt out. It was reported that there were no beeps or numbers on screen. Customer was advised to return insulin pump.